Event description:
The customer called for assistance uploading the insulin pump to care link. After uploading the insulin pump, the customer noticed three boluses in the bolus history that she states she did not program. The customer stated that her father is requesting a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was downloaded, and the history file did show the three boluses that the customer was referring to. Unable to confirm whether or not the customer programmed and delivered these boluses. The insulin pump was monitored for two days, and no unexpected boluses were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with several boluses and basal rates, and they all delivered and recorded properly. No daily total, delivery, basal, bolus or history anomalies were noted. The insulin pump had a scratched display window and a missing end cap sticker.